Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had flashing display. The customer¿s blood glucose level was 80 mg/dl. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer state that there was blood at the sensor insertion site. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. Device passed rewind, prime/seating, basic occlusion, force sensor, and occlusion test. However, unit unable to verify tones during self test, problem isolated to electronic assembly.